Event description:
Hospital personnel responded to a person described as asystolic. The patient was connected to the device for a "last resort" effort with external pacing. According to the reporter, the device did not pace the patient. This option was based on the attending clinician that there was no skeletal muscle response to the pacing current. The patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the death of the patient because of the patient's lack of viability.